Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer did not consume the food in time for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. Customer ate honey, cheese, cake, and drank juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.